Event description:
Information was received from a consumer and representative regarding a patient implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient was charging too often. The rep tried connecting the recharger to the ins and the result was the reposition antenna screen. The rep attributed this to swelling, but it was noted that the patient reported no symptoms of swelling. The rep just thought it was too soon after implant to connect and told the patient to try on her own. The patient tried on her own and coupling was blank. During the call with the manufacturer on (B)(6) 2017, the antenna was repositioned over the ins, the antenna dial was turned through all four positions, antenna locate was attempted, then a recharge session was attempted, but this did not resolve the issue. The antenna locate numbers fluctuated from 40-48 and it resulted in zero coupling. The patient tried turning the dial during antenna locate and also turned the dial and repositioned more after antenna locate. No pocket concerns were mentioned as a possible reason for recharging concerns. It was noted that the patient had an appointment scheduled for (B)(6) 2017. The reposition antenna screen was first seen on (B)(6) 2017 and the poor coupling began in (B)(6) 2017, the last couple of nights prior to (B)(6) 2017. The patient¿s recharger antenna was to be replaced. Additional information was received from the patient. It was reported that the patient had not received the replacement recharger antenna as of (B)(6) 2017. The patient¿s implant was completely dead now and her pain returned because of that. The patient had issues with walking now as well. The patient was to reschedule the (B)(6) 2017 appointment with the rep since she couldn¿t charge which really bummed her out. A replacement recharger antenna was ordered and was to be overnighted. It was noted that the patient wanted to rule out the antenna before addressing the recharging issues with the healthcare professional. The implantable neurostimulator recharger (insr) antenna was replaced on (B)(6) 2017 because the patient was unable to charge. Additional information was received on 2017-05-24 from a manufacturer representative who was informed of the event on (B)(6) 2017. It was reported that the patient had a planned revision surgery because it was suspected that the ins was too deep. An x-ray was done to see if it was flipped but the reporting manufacturer representative did not know the results of the x-ray. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-06-23 reporting that the ins was not flipped but was just not close enough to the skin surface. It was stated that ¿it may have shifted after surgery.¿ patient weight was asked but not provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the replacement of the recharger antenna did not resolve the recharging issues. The patient stated she required surgery to adjust the implant placement.